Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) explanted due to the cylinders had burst/ruptured. It was also noted there was fluid loss associated with the burst/rupture. The burst/rupture was identified because the patient could not inflate the device. This issue occurred after implantation while the device was in use. The physician does not believe the device malfunction contributed to the cylinder burst/rupture. The patient is stable following this surgery.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) explanted due to the cylinders had burst/ruptured. It was also noted there was fluid loss associated with the burst/rupture. The burst/rupture was identified because the patient could not inflate the device. This issue occurred after implantation while the device was in use. The physician does not believe the device malfunction contributed to the cylinder burst/rupture. The patient is stable following this surgery.

Manufacturer narrative:
Device analysis: the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device was unable to confirm the reported events as sharp instrument damages were identified. Both cylinders were analyzed and cylinder 1 had large tear/damage in the outer tube with large broken fabric treads in the proximal cylinder body that the result of sharp instrument damage. Cylinder 1 has a large hole/damage in the inner tube. Cylinder 1 was not functionally test due to a large tear/damage in cylinder body. Cylinder 2 has a leak in the inner tube in the proximal cylinder body. The standard inflate/deflate pump was visually inspected. There was a large hole/damage at the joint between pump block and pump bulb that the result of sharp instrument damage. Based on the observed issues with the device, an evaluation conclusion code of cause not established was assigned to this investigation.